Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in a severely calcified ostial left anterior descending coronary artery (lad). Moderate tortuosity was observed at an angle between left main and lad, but no tortuosity on lad itself. An opticross hd vascular imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During procedure, a resistance was felt during pullback. Device was removed for review, and it was found that some thread like material was present at monorail port level. Procedure was successfully completed with another of same device and there was no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) #: corrected. Device evaluated by manufacturer: the return product consisted of opticross hd ultrasound catheter batch#35060498. During the product analysis, the telescope and sheath were observed to be kinked, while the guidewire exit port and the distal part of the tip were in good condition, with no signs of kinks. During the functional inspection of the device, the catheter was properly recognized by the imaging system when plugged into the motor drive unit (mdu). Furthermore, the auto pullback was performed with the sled, and no connection issues or errors were detected during testing. It was unable to confirm 'device foreign material present in device' observation with testing of the return product.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in a severely calcified ostial left anterior descending coronary artery (lad). Moderate tortuosity was observed at an angle between left main and lad, but no tortuosity on lad itself. An opticross hd vascular imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During procedure, a resistance was felt during pullback. Device was removed for review, and it was found that some thread like material was present at monorail port level. Procedure was successfully completed with another of same device and there was no patient complications reported.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed target lesion was located in a severely calcified ostial left anterior descending coronary artery (lad). Moderate tortuosity was observed at an angle between left main and lad, but no tortuosity on lad itself. An opticross hd vascular imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During procedure, a resistance was felt during pullback. Device was removed for review, and it was found that some thread like material was present at monorail port level. Procedure was successfully completed with another of same device and there was no patient complications reported. It was further reported that resistance was felt at the telescopic part of the catheter.

Manufacturer narrative:
B5 describe event or problem: updated. H6 device codes: corrected. Device evaluated by manufacturer: updated- the return product consisted of opticross hd ultrasound catheter batch#35060498. During the product analysis, during visual inspection the telescope and sheath were observed to be kinked. No foreign material was observed either in the hub or on the ccp (catheter code pcba) board assembly. During the functional inspection of the device, the catheter was properly recognized by the imaging system when plugged into the motor drive unit (mdu). Furthermore, the auto pullback was performed with the sled, and no connection issues or errors were detected during testing. Additionally, the telescope could be advanced and retracted without any issues.